Event description:
It was reported that during the procedure, the right ventricular (rv) lead exhibited low pacing impedance. The rv lead was replaced and the procedure continued with the new lead on 12 feb 2023. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of low-pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.